Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and no damage as the sensor wire is attached to wearable. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Power cable disconnects and system controller exchange is captured under MFR # (B)(4) system controller damage and low voltage alarms is captured under MFR # (B)(4). Manufacturer's investigation conclusion: the returned system controller, serial number hsc-(B)(6) was returned for evaluation following the reported event of the patient changing their controller on (B)(6) 2023. Provided information indicated that they changed the controller due to low voltage alarms and the white power cable being loose at the controller housing. A log file was extracted from the returned system controller during testing which contained data spanning approximately 28 days (B)(6) 2022 per timestamp). Data within the log file showed that this controller was not in use on (B)(6) 2023 and was connected to a different patient. Additional information indicated the controller had been in use on another patient until that patient passed away (addressed under a separate event). The returned system controller was visually inspected, and no damage was observed. The controller was functionally tested and was found to perform as intended, and atypical alarms were unable to be reproduced. Questions regarding the controller and the data within the log file were asked multiple times, and no further information was able to be provided. Based on the data within the log file and on the testing of the returned controller, hsc-(B)(6) was determined to not be the controller that was exchanged on (B)(6) 2023 due to low voltage alarms and damage. Review of the device history record for system controller, serial number hsc-(B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) (rev. C, section 5 ¿surgical procedures¿) instructs customers that sterile products, which includes the system controller, are intended for a single use only and should not be re-used or re-sterilized. ¿components of the heartmate iii left ventricular assist system that are supplied sterile are intended for single use only and should not be re-used or re-sterilized. Do not use sterile components if sterile packaging is compromised. Contact thoratec for return materials authorization (RMA).¿ the heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.